Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent reconstrainment difficulties were encountered. The target lesion was located in the biliary artery. An 8x80x135/ 6f wallstent¿ rp endoprosthesis was advanced to treat the lesion. However, during deployment, when the stent has not yet been totally deployed past the distal marker band, the physician thought that the stent's position was not appropriate. The physician attempted to reconstrain the stent but was unsuccessful and some parts of the stent were still exposed. The physician then gently withdrew the whole system. No patient complications were reported and the patient's status was stable.